Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleges respiratory tract irritation, dizziness, headache, kidney disease/toxicity, lung disease. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleges respiratory tract irritation, dizziness, headache, kidney disease/toxicity, lung disease. No medical intervention was required by the patient. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Evaluation method code, evaluation result code, and conclusion code has been updated.

Manufacturer narrative:
Correction to the following information: box b: adverse event or product problem. Adverse event/product problem: adverse event. Outcomes attributed to ae: other. Box e: initial reporter reporting institution name: law firm. Box g: all manufacturers. Report source (rfb): required. Report source - other: law firm. Box h: device manufacturers (device) problem code grid (1): required - adverse event without identified device or use problem - not applicable - not applicable - c76126.